Manufacturer narrative:
The device was received fully deployed. Corrosion was observed on the housing and internal components of the device. The device was unable to use its own power to establish communication to the master pdm. An external power supply was used to power the device and assist it in establishing communication. Multiple attempts were made to establish communication with the master pdm, including the removal of the pcb and powering the component itself to establish communication. The data was unable to be extracted due to the amount of corrosion within the device. The fluid path was inspected and found fluid droplets passed the o-ring. Colored water was added to the reservoir and found it passed the o-ring, indicating an inadequate seal. Therefore, insulin delivery was impacted due to an inadequate o-ring, which allowed insulin to leak, resulting in internal corrosion within the device as well as an improper insulin delivery of the device.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the parent changed out the pod.